Manufacturer narrative:
(B)(6). This report is for an unknown 4.5mm cannulated lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original procedure was performed on (B)(6) 2014. Post-operatively patient experienced discomfort from a 4.5mm cannulated screw which was implanted on the anterior portion of the proximal tibia. A revision surgery was performed on (B)(6) 2015 to explant one (1) intact 4.5 cannulated screw ,one (1) intact 10mm washer and plate remained implanted. Procedure was successfully completed without any surgical delay. Patient status/outcome was unknown and no other medical intervention was required. This report is for an unknown 4.5mm cannulated lag screw. This is report 1 of 2 for (B)(4).